Event description:
It was reported that the subject device displayed a poor image. There were no reports of patient harm or delay in procedure.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: the video cable was broken, broken r-unit and image was not displayed. Based on the results of the investigation, the following led to the reported malfunction: the r-unit was broken and therefore the image was green. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a poor image. There were no reports of patient harm or delay in procedure.